Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat an atypical flutter, a faradrive steerable sheath was selected for use. During the introduction of the faradrive sheath and the aspiration of the sheath, a notable amount of air was noted entering as a result of the performance of the hemostatic valve. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.